Event description:
It was reported the monitor spontaneously went into standby, and the patient passed away. No additional information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
It was indicated by the telemetry tech that the fast workflow in the triage area of the emergency department may have contributed to the perception of a device malfunction; however, this could not be confirmed. A philips field service engineer (fse) went onsite, and the piic ix logs do not show any errors, warnings, or other attributes of concern. The clinical audit logs were pulled for the day/time of event. The bedside monitor was tested, and no issues were found. The logs are pending full investigation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.